Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer reviewed the event log with the tss. The customer tested the system with three phaco handpieces and all worked fine with the system. The customer cancelled the service request. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure, the unit shut down and displayed an error code. The system was exchanged and the case was completed without harm to the pt. Additional info has been requested.